Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were using their device on a patient and the patient had a sinus tachycardia rhythm, which is a non-shockable rhythm, but the device prompted the user to shock the patient. No shock was given as the user recognized that the patient was not in a shockable rhythm. The patient later went into ventricular fibrillation and multiple shocks were given to the patient. The patient did not survive. The customer confirmed that the device use did not contribute to the outcome of the patient.

Event description:
The customer contacted physio-control to report that they were using their device on a patient and the patient had a sinus tachycardia rhythm, which is a non-shockable rhythm, but the device prompted the user to shock the patient. No shock was given as the user recognized that the patient was not in a shockable rhythm. The patient later went into ventricular fibrillation and multiple shocks were given to the patient. The patient did not survive. The customer confirmed that the device use did not contribute to the outcome of the patient.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that they were using their device on a patient and the patient had a sinus tachycardia rhythm, which is a non-shockable rhythm, but the device prompted the user to shock the patient. No shock was given as the user recognized that the patient was not in a shockable rhythm. The patient later went into ventricular fibrillation and multiple shocks were given to the patient. The patient did not survive. The customer confirmed that the device use did not contribute to the outcome of the patient.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.